Event description:
It was reported by the patient's family member that the implantable cardioverter defibrillator (ICD) didn't work. The patient had three heart episodes/arrhythmias, coded and the ICD didn't "fire". The ICD was explanted due to the patient's heart transplant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.